Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The explanted device was returned for analysis. The evaluation is not complete. Approximate age of device - 4 years. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that, during the night, the patient heard multiple short alarms and the system controller displayed a low flow alarm. The patient remained asymptomatic at the time of the event. During a check up at the hospital, a review of the patient's historical log file data showed several pump stoppages recorded during the night. The patient was admitted to the hospital and placed on a non-grounded power module patient cable. X-ray images were taken; the results were not provided. It was determined by the patient's clinicians that the internal portion of the driveline was damaged and the patient received a pump exchange on (B)(6) 2015. The explanted pump will be returned for evaluation. No further information was provided.

Manufacturer narrative:
A review of the submitted system controller log file showed intermittent low speed and pump stop events which appeared to occur while the patient was operating on the power module. The explanted pump was returned for evaluation with the percutaneous lead (lead) cut approximately 13 inches from the pump housing and the remainder of the lead was returned in one segment. Electrical continuity testing of both lead segments found all wires were electrically intact. Examination of the external lead segment did not reveal any areas of compromised wire insulation. Examination of the internal lead segment revealed breakdown of the braided shield approximately 5-6 inches from the pump housing. Examination of the underlying wires revealed breaches in the yellow and orange wires in this location, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed and pump stop events recorded in the submitted log file. The reported event also could have been caused by a phase to phase short, which could occur if the exposed conductors of the yellow and orange wires contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered power or batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.